Manufacturer narrative:
One unknown biomet 3i screw was returned for inspection. A visual inspection revealed that the screw was confirmed to be fractured at the head. The head appears to be stripped at the base. The device is too badly damaged to accurately measure against print specifications.the alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient came in to restore implant but abutment screw (iunihg) was broken in 2 pieces on the hex part where needs to be tighten. It was also reported that the screw was stuck in implant but they were able to be removed it.

Manufacturer narrative:
Upon initial investigation: due to the state of the device, an accurate indication of the item number cannot be verified. The item was changed to unknown biomet 3i screw. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. A photograph and x-rays was received documenting the event.

Event description:
It was reported that implant was initially restored 8 years ago. The patient returned presenting with a ¿loose¿ crown, the examination concluded that the ¿ screw was broken off the implant¿. Screw was stuck in implant but able to be removed.